Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for spinal pain. It was reported that there was poor communication. The patient states he normally turns the ins off at night because he does not need the therapy when he is lying on his side, but last night he fell asleep with stimulation on and this morning he woke up and tried to turn stimulation on but was unable to. The patient reported trying to use the patient programmer but was seeing poor communication message. The patient reported he also tried to charge the ins but reported seeing reposition antenna screen and the ins would go blank. The patient noted this has happened a few times before when he has fallen asleep with stimulation on and wakes up and cannot communicate with the patient programmer. In the past, however, he has been able to charge the ins successfully. The patient was last able to successfully charge the ins about 2 days ago. He normally charges the ins every 3-4 days. The patient noted the last time he charged the ins he did not charge it to 100% but was able to partially charge the ins. The patient repositioned the antenna over the ins and was not able to communicate. The patient was redirected to their healthcare provider. No patient symptoms were reported.